Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). A sample was received for evaluation, but the reported problem could not be confirmed based on this evaluation. However, the complaint was confirmed based on the described use error by the patient. Use error - failed to follow therapy steps was caused by the patient reusing disposables; the cassette was replaced but solution bags were kept for reuse. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During the assistance with a check lines and bags alarm on the home choice (hc), occurring during use, during prime, the patient revealed they had used the same supplies. The technical service representative (tsr) advised the home patient (hp) when starting over they need to change all the supplies. The tsr then assisted the patient with ending therapy and starting over. During follow-up, the home patient (hp) was asked about the reported problem. The hp stated they did start over and was able to continue therapy. They did not notice anything unusual with the supplies that could have caused the alarm. The hp stated they did talk to their nurse regarding the reported problem. Follow-up with the pd registered nurse (rn) regarding the problem and they stated the hp never mentioned this event to them. They will follow up with the patient and retrain the patient regarding the reuse of supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.